Event description:
Temporary pacing lead implanted post implantable pulse generator (ipg) system extraction due to infection. Temporary lead was explanted four days later when infection cleared. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).